Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a reverse total shoulder arthroplasty (rtsa) a failure of the device ar-9530s-03 occurred, which was not specified. No part of the device broke off. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The reported event was confirmed. The visual evaluation of the ar-9530s-03, batch 401986 revealed that the device shows several nicks and notches (see evaluation picture 2 + 3). The most likely cause is attributed to wear and tear damage incurred over repeated usage.